Event description:
Additional information was received from the patient. They reported that the cause of the stimulation already being off was the surgery they had on their back on (B)(6) 2020. The steps taken to resolve the issue were the patient had a cat scan done. When asked to clarify the statement ¿does not know if the leads were moved¿ the patient said its fine and that they thought it may have moved. Things were fine. An additional action to resolve the issue was they turned the device back on. The issue was confirmed resolved. MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Manufacturer narrative:
Continuation of d10: product ID: 3889-28, lot#: va1ljxs, implanted: (B)(6) 2017, product type: lead h.6 codes updated to reflect new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1ljxs, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 03-nov-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the right side of the patients back hurts so much it take their breath away which started about a week and a half ago. The patient nurse recommended they increase stimulation and leave it set there for a week to see if the pain improves. They patient had a back operation on (B)(6) 2020 and doesn¿t know if the leads were moved. The patient said the device was on their right side. The patient said the left side of their back doesn¿t hurt at all anymore. The patient increased stimulation to where they could feel it. They were redirected to their healthcare professional. On an additional call the patient reported their healthcare professional told them to turn stimulation off because of the pain. The programmer showed stimulation was already off. The patient was redirected to their healthcare professional.